Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316 lot #: 15990754 description: next generation anchor kit-sterile model#: sc-8216-70 serial #:(B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and pinching sensation at the ipg site when rolling over. It was noted that the patient gained thirty to forty pounds since implanted. The patient underwent an explant procedure. No device malfunction was suspected.